Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2012. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the catheter aspiration issue could have possibly been due to the positioning of patient. It was reported that the patient had no complaints related to therapy efficacy. The explanted portion of the catheter was discarded of. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (4 mcg/ml at 0.9988 mcg/day), dilaudid (40 mg/ml at 9.988 mg/day), bupivacaine (0.4 mg/ml at 0.09988 mg/day) and clondine (100 mcg/ml at 24.97 mcg/day) via an implantable infusion pump. It was reported that a pump and partial catheter replacement occurred due to the hcp only being able to aspirate 0.2 ml from the pump segment. Information was provided on priming the catheter for use. No further complications have been reported as a result of this event.